Event description:
Boston scientific received information that at a change our procedure in 2013 the left ventricular (lv) lead was plugged into the rv rate/sense port of this new implantable cardioverter defibrillator (ICD). It was noted that this lv lead had chronically high capture thresholds of 4.5 to 5 volts, but the patient rarely paces. The rate/sense portion of the patient's rv lead was stuck in the header of the old device and could not be removed, therefore, the physician opted to use the lv lead in this manner with this new device. Defibrillation threshold (dft) testing was done and successful. No adverse patient effects were reported. In (B)(6) 2015 a boston scientific field representative called boston scientific technical services (ts) and inquired about the products of this patient's system. The history was reviewed. It was reported that the patient was now in the hospital for heart failure. A device check was completed and high capture thresholds of the lv lead continued to be noted. In (B)(6) 2015, the patient underwent surgical intervention where this device was explanted and a new crt-d was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.